Event description:
It was reported that the previously healed wound from implant opened on the patient. One of the leads was protruding through the skin such that all distal electrodes and approximately 4 inches of the lead body was plainly visible. There was an infection at the device pocket. A culture was taken at the lumbar region. Aerobe and anaerobe were obtained. An IV antibiotic was administered. The patient was started on ancef and vancomycin pending transition to a specific therapy once the organisms were identified. The location of the issue was the lead location. Two leads and the implantable neurostimulator (ins) were explanted. There were no alleged product issues. Further follow-up was performed to determine if the infection resolved and if the patient recovered. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 97791; product type accessory product ID 97791; product type accessory (B)(4). Analysis of the lead ((B)(4)) found the outer insulation of the stimulation lead body to be cut. Analysis of the second lead ((B)(4)) found the outer insulation of the stimulation lead body to be cut. Analysis of the stimulation implantable neurostimulator ((B)(4)) found it to be functionally okay with insignificant anomalies.